Manufacturer narrative:
(B)(4). Concomitant medical products: lot(s) unknown, 00620205022, shell porous with cluster holes 50 mm; 00980001200, proximal centralizer size 2; 00625006515, bone scr 6.5x15 self-tap; 00630505032, liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells; 00771100620, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 6 extended offset. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address elevated ion levels, metallosis, and pain. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient was revised to address eleveated ion levels, corrosion, metallosis, advanced local tissue reaction (altr), and pain. No further information is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) .